Event description:
It was reported that patient developed an intraparenchymal hemorrhage approximately 10 days after a left ventricular assist device (lvad) was implanted for cardiomyopathy. The patient was anticoagulated (international normalized ratio (inr) value was 1.6) at the time of the bleed, and the patient was not super therapeutic. The patient continued to be treated.

Manufacturer narrative:
Voluntary mw number: (B)(4) was received on 20mar2024. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.